Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was caller reported they are having issues when trying to charge the implant. Caller stated they are seeing the passive recharge mode screen and the numbers are jumping all over the place. Caller stated they are not seeing the correct charging lights as they normally do. Caller stated they last successfully charged the implant on wednesday, and this issue was noticed on friday. Agent did not ask about the circumstances that led to the reported issue. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller confirmed green flashing light above screen;confirmed no device found (16) as the implant is depleted. Agent had caller inspect recharger for damage and caller stated the juncture where the cord meets the paddle is a "little worn". Caller inserted the recharger and confirmed no device found. Agent walked caller through passive recharge mode and at first showed 100-100-100 and then showed 0-0-100. Caller then stated the paddle was getting extremely hot. The issue was not resolved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Product ID 97755, serial# (B)(6), product type recharger. Product was returned for analysis and found "no device found message." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.